Event description:
Defective sl2 catheter. Doctor stated that he began to prep this long sheath and when introducing the dilator into the sheath, it began to break. Sheath did not enter the patient's body and no harm was done. Expiration date noted to be (B)(6) 2018. Sheaths/catheter developed multiple cracks while being prepped.